Event description:
Account stated that the brakes were not locking at head end. No pt impact.

Manufacturer narrative:
Technician found that the caster would swivel, ratchet slipping, adjusted brake caster to resolve this issue. Stretcher located in e.d. No pt impact.